Event description:
On 22-sep-2025, it was reported that a beta bionics ilet user experienced intermittent touchscreen unresponsiveness. The user performed a firmware update, which did not resolve the issue, and a replacement ilet was arranged. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.